Manufacturer narrative:
(B)(4). Additional data/failure investigation. Field service technical investigation discovered physical item obstruction preventing drawer from opening.

Event description:
Customer reports drawer on the pyxis anesthesia system failed. No pt harm.